Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using powerport m.r.I. Isp in the right internal jugular vein. During the procedure, a tear was identified and located midway along the catheter, which resulted in medication leakage when an injection was attempted. Furthermore, it was confirmed that an expired product was used. Reportedly, the catheter was removed. The procedure was completed using another device. There was no reported patient injury.